Event description:
The customer reported having low blood glucose of 40mg/dl, and his glucose level was treated with food. Troubleshooting was performed, and the drive support cap appears to be normal. During the call, the customer stated that he was hospitalized, and his blood glucose reading at time of his admission was 187mg/dl. The customer stated that the insulin pump delivered 60.0 units of insulin into his body, which cause his glucose to drop. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Advised the customer to contact his doctor regarding the low blood glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.